Manufacturer narrative:
As of this date the device remains implanted. This report will be updated if additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed the end of life (eol) due to the extended charge time limit. The monitoring voltage was at middle of life (mol) 2.65 volts. The device remains implanted. No adverse patient effects were reported. A request for additional information has been sent.

Manufacturer narrative:
Additional information was received that this device will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This report will be updated should additional information become available or if the device is returned.

Event description:
Additional information received that this device was explanted. Unknown if the device will be returned.